Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a right-side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: wear abrasion, crack valve and opening linear on the anterior side. A leak test and microscopic analysis were performed which identified: flat creases, striated opening on the anterior side, non-penetrating nicks, and a crack valve. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve and a striated opening on the anterior side due to surgical damage consistent in the use of some surgical tool.

Event description:
Patient reported a right-side deflation. Device has been explanted.

Manufacturer narrative:
Reason for reoperation: deflation.

Event description:
Device has been explanted.